Event description:
Medical center contacted laser peripherals to report incident on (B)(6) 2012. Indicated a fire occurred in pt airway. Reporter inferred that they were still collecting info on the event. They had stated that there was no positive indication that the device had malfunctioned. Device was not available for analysis at time of report, but may be made available at a later date.

Manufacturer narrative:
Eval of circumstances is difficult without having device to analyze. User facility reported incident through MDR (B)(4).